Manufacturer narrative:
Attempts to obtain additional information regarding the ancure products from the article author were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: wu, z., xu, l., qu, l., and raithel, d. Seventeen years' experience of late open surgical conversion after failed endovascular abdominal aortic aneurysm repair with 13 variant devices. Cardiovascular and interventional radiology. 2015; 38; 53-59.

Event description:
Boston scientific (formerly guidant) received information from this journal article of a study conducted to investigate the causes and results of late open surgical conversion (losc) after failed abdominal aortic aneurysm repair (evar) and to summarize our 17 years' experience with 13 various endografts from different manufacturers. A total of 1729 endovascular aneurysm repairs were performed in our single center ((B)(6)) with 13 various devices within 17 years. There were four patients with ancure endografts that underwent a late open surgical conversion. Two patients, with ancure tube endografts, experienced type ib endoleaks. A third patient, with an ancure bifurcated endograft, experienced a type ia endoleak. The fourth patient, with an ancure bifurcated endograft, experienced an endograft thrombosis. No additional adverse patient effects were reported. The model and serial information and the patient information were not provided in the article.